Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h4, h6 and h11. The device was returned for inspection and the customer's allegation was confirmed. A definitive root cause for the could not be identified. Based on the results of the investigation no image and error e226 have been caused due to faulty cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was not working and exhibited an image issue. The issue was identified during maintenance. There were no reports of patient involvement.